Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an error message was displayed and requested the user to restart the device. The image cut out. Therefore, there was loss of image.